Manufacturer narrative:
The customer reported that the screw cap on the top of the xy post on their microscope loosened and the microscope head fell off prior to a procedure. There was no patient impact reported. The company representative examined the system and was able to confirm that the optical head was wobbly. The company representative replaced the libero. The system was then tested and met all product specifications. The returned libero was installed into a calibrated hotbed and the system was powered on with no issues. The zoom, light, and focus functions were tested and the zoom function did not work. The reported event was not replicated. Unrelated to the reported event, the libero was found to have issues with the zoom function. With no additional, related information provided, the customer reported event was not able to be confirmed. Based on qa assessment, the product met specifications at the time of release. A review of complaints for the last 24 months did not indicate any additional related reports for this system. The root cause of the reported event can be attributed to a loose screw connecting the libero to the optical head; however, how the screw became loose is inconclusive. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the screw cap (main lock) on top of the xy post loosened and the microscope head fell off prior to a procedure. There was no patient impact reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).